Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01542. Follow up information received identified the patient¿s scs system was removed, the date of the explant was unknown at this time.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-01542. It was reported the patient was experiencing wound healing issues at the scs leads thoracic incision. Reportedly, fluid discharge was observed at the wound. The patient was prescribed oral antibiotics and was to be followed up for a system explant. No additional information was available at this time.